Event description:
It was reported that during preparation of the emboshield nav6 embolic protection system, the filter could not be inserted into the delivery catheter pod while in the tray. The device was discarded and a second emboshield nav6 embolic protection system was opened; however, per report by cath lab staff, a live fruit fly was found in the sealed pouch. The procedure was completed successfully using a third emboshield nav6. There was no patient involvement and no significant clinical delay in the procedure. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. No non-conforming material records (ncmr) for all emboshield nav6 embolic protection systems produced in 2011 were found indicating living insects in pouches and no ncmrs for insects were noted on the emboshield nav6 line. Based on the reported information of a living fruit fly being found inside a sealed emboshield nav6 pouch, the fly would need to have been sealed into the pouch before leaving the manufacturing floor. After the emboshield nav6 epd leaves the manufacturing floor, it is sterilized via ethylene oxide (eto) gas. Per the abbott vascular sterilization department, a fly would not be able to survive the process as the environment would be exposed to extreme vacuum followed by exposure to high levels of eto gas, either of which would be highly lethal. As the lot number was not reported, it is not possible to verify the lot from which this device came, but a search of all lots shipped to the account before the incident date show the most recently produced lot to be 1042051. Review of this lot indicates the last date any of the components were pouched was on (B)(6), 2011. The date of the reported incident was (B)(6), 2011. This means that the fly would have hypothetically been sealed in the pouch for a minimum of 43 days. This would appear to be an unlikely amount of time a fruit fly could live within a sealed pouch with no source of food and, further, exceeds the estimated 30 day lifespan of a fruit fly. As such, based on the reported information, a fruit fly being found alive in an emboshield nav6 pouch appears unlikely. It is possible that the operator mis-identified the fly location to be in the pouch when it was actually outside, or perhaps the pouch had been opened in a previous case with the device not actually being used and then placed back on the shelf, offering an opening for the fly to enter. In this case, as the device and packaging were not returned for analysis, further investigation is not possible. No definitive cause can be determined for the reported fly in the emboshield nav6 pouch. The lot history record for this product was not reviewed and a similar incident query was not performed because the lot number is unknown. The lot number is unknown because the product was not returned for analysis and the lot number was not reported.